Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. The patient was started on dual antiplatelet therapy. At the routine 45-day follow-up appointment, transesophageal echocardiogram (tee) was performed, revealing a large thrombus covering almost the entire face of the closure device. The patient was started on a novel anticoagulant and expected to return in three months for follow-up tee to check for thrombus resolution.